Event description:
This case was reported via (B)(6) ((B)(4)) on 17-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("bilateral salpingectomy for removal of the essure inserts") and pleurisy ("bilateral pleurisy") in an adult female patient who received essure. The patient's past medical history included tobacco user, cervical conisation and knee arthroscopy. Patient had no contact with koch's bacillus. In (B)(6) 2015, the patient started essure. In (B)(6) 2016, the patient experienced pleurisy (seriousness criterion medically significant) with chest pain and pleural effusion. In (B)(6) 2016, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown and the pleurisy was resolving. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for pleurisy with essure. The reporter commented no clear explanation for the bilateral sterile lymphocytic exudate. It was quite disturbing that the symptoms regressed after removal of the device and the physician therefore made a pharmacovigilance report. Diagnostic results: on (B)(6) 2016: chest x-ray - both pleural recesses had nearly returned to normal when compared to the examination 3 months before. Company causality comment: this medically confirmed, spontaneous case report was received via regulatory authority. It refers to female patient who had a bilateral salpingectomy for removal of essure (fallopian tube occlusion insert) inserts (approximately 10 months after device placement). In addition, she was diagnosed with bilateral pleurisy. Bilateral pleurisy is unanticipated according to essure's reference safety information, while the other event is anticipated. In this case, limited information was provided about the reported salpingectomy (no information given about findings during the surgery regarding device location or adverse events related to it). Nevertheless, considering essure removal was required, causality with the suspect insert cannot be excluded. Regarding the event pleurisy, it refers to the inflammation of the pleura and can be caused by several conditions, including bacterial infections. In this case, the physician had no explanation for the event. He stated patient had no contact with tuberculosis bacillus and her symptoms (pain on the left side) and x-ray results improved after essure removal. Although pleurisy is not an expected adverse reaction with essure, considering the positive dechallenge and in the lack of an alternative explanation, causality with the suspect insert cannot be ruled out. This case was considered an incident, since device removal was required a product technical analysis is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 17-mar-2017. The most recent information was received on 30-may-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("bilateral salpingectomy for removal of the essure inserts") and pleurisy ("bilateral pleurisy") in an adult female patient who received essure. The patient's past medical history included tobacco user, cervical conisation and knee arthroscopy. Patient had no contact with koch's bacillus. In (B)(6) 2015, the patient started essure. In (B)(6) 2016, the patient experienced pleurisy (seriousness criterion medically significant) with chest pain and pleural effusion. In (B)(6) 2016, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown and the pleurisy was resolving. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for pleurisy with essure. The reporter commented no clear explanation for the bilateral sterile lymphocytic exudate. It was quite disturbing that the symptoms regressed after removal of the device and the physician therefore made a pharmacovigilance report. Diagnostic results: (B)(6) 2016: chest x-ray - both pleural recesses had nearly returned to normal when compared to the examination 3 months before. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: medical device removal -analysis in the global safety database 653 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-may-2017: quality safety evaluation ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.